Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, it was reported that the outer cannula of the device failed to fire. No coaxial needle was used. The procedure was completed by using another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The first photo shows five devices with half prime position. However, multiple devices are shown in half prime position, only three devices are considered as the affected quantity. Second photo shows the product package, and product information was verified with tw. Third photo shows the chat conversation with multiple devices in half prime position however only three devices are affected quantity and labeling details which was verified with the tw. No other anomalies were noted. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive as the provided photo evidence does not support the reported failure to fire. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.